Event description:
Additional information received on 12/17/96 indicates the ipp device cylinders and pump were removed from the patient and reservoir left in place due to malfunction. Another device was implanted.